Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead the patient experienced intermittent diaphragmatic capture. At a clinic visit, phrenic nerve stimulation was noted at high output. The patient noted thumping in their lower chest and upper abdomen which was intermittent and not reproducible with position changes. The lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.